Event description:
During a stenting intracranial stenosis procedure, the physician advanced the guidewire to the far distal end of the middle cerebral artery (mca). The physician was satisfied with guidewire access achieved and successfully deployed a stent in the mca. No clinical consequences were reported and angiography performed immediately post index procedure appeared normal. It was reported that a CT scan performed approximately 48 hours post the index procedure, revealed a subarachnoid hemorrhage around the left sylvian fissure. During review of the CT scan, the physician acknowledged that a small perforation may have occurred in the region that the guidewire was situated during the procedure. The physician also felt that a reperfusion, increased blood flow, in combination with the small perforation may have led to the collection of blood in the subarachnoid space. The patient was reported doing well and no neurological deficits have been observed.

Manufacturer narrative:
Anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. There is no indication that the reported event is related to product specifications nonconformance or misuse. Also, there is no indication that the wingspan device malfunctioned. A review of the angiograms provided by the user facility confirmed that the wingspan device appeared to have been deployed successfully. The images provided did confirm the subarachnoid hemorrhage (sah) and bleeding, however there was no angiographic evidence to suggest that the wire or wingspan caused the sah and subsequent bleed. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During a stenting intracranial stenosis procedure, the physician advanced the guidewire to the far distal end of the middle cerebral artery (mca). The physician was satisfied with guidewire access achieved and successfully deployed a stent in the mca. No clinical consequences were reported and angiography performed immediately post index procedure appeared normal. It was reported that a CT scan performed approximately 48 hours post the index procedure, revealed a subarachnoid hemorrhage around the left sylvian fissure. During review of the CT scan, the physician acknowledged that a small perforation may have occurred in the region that the guidewire was situated during the procedure. The physician also felt that a reperfusion, increased blood flow, in combination with the small perforation may have led to the collection of blood in the subarachnoid space. The patient was reported doing well and no neurological deficits have been observed.